Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1 additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump continuously alarming 'air detected in line' despite using several new line sets. Air detector faulty" was reproduced. A review of the event history log revealed ¿'air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor reading was out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.